Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/23/2020. A manufacturing record evaluation was performed for the finished device batch pgr922 and no non-conformances were identified. Additional h3 investigation summary: it was reported performance breakage suture. Three opened boxes with a total of thirty-three unopened samples of product code w2777, lot # pgr922 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many devices failed in this procedure? What was used to complete the procedure? Were there any patient consequences due to suture breakage event? What tissue was being approximated or sutured when it broke? Name and date of the procedure? Event date? Device return status/follow up? Events were submitted via 2210968-2020-06145 and 2210968-2020-06147

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. It was also reported that the suture was broken intra-op. Additional information has been requested.